Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a permanent out of range signal could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.